Manufacturer narrative:
D4/h4: device serial number lookup yielded no results. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the main speaker and interconnect circuit board were defective. Those components were replaced to fix the issue.

Event description:
It was reported that the pump had a primary audible alarm background test error. They went into biomed mode and performed the audio test and each volume worked properly. When the device was powered off and then turned back on to check for the alarm again, no alarm was present. As the manual indicated that this issue could have been caused by a loose connection, they inquired whether the device needed to be sent in, despite the error no longer being present. They were unable to reproduce the error again throughout the day. The event occurred during set-up. There was no patient involvement.